Event description:
The complaint states that "skin reaction" was reported. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced a skin reaction with itching, burning, inflammation, swelling, and infection, extended beyond the patch perimeter. The patient was seen by their doctor, the sensor was removed and the skin reaction was treated with a prescription of an oral antibiotic, flucloxacillin. No photo was provided. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).